Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 07 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening and pain. The surgeon indicated the tibial component was able to be removed without significant difficulty and was found to have a lack of bonding between the implant and the cement. The surgeon noted a soft tissue layer at portions of the bone cement interface with lack of significant interdigitation of the cement into the bone. He noted the femoral component was removed with minimal bone loss. The surgeon noted osteophytes along both the tibia and femur, which were removed. He reported the patella was found to track well and had no evidence of loosening, and was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016 dor: (B)(6) 2018 (rt knee).